Event description:
It was reported that the alarm cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as it was determined this complaint was generated in error.

Event description:
It was reported that the alarm cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.